Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 58.0cm was returned for analysis. The reported field event of externalized conductors was not confirmed. Internal insulation abrasion was noted at 6.5-9.0cm from the distal tip. The optim sheath and etfe coating were damaged during explant at this location. Fractured rv and sensing conductor cables were noted at 6.5 cm from the distal tip. One sensing conductor cable was fractured at 11.0cm from the distal tip, consistent with explant damage.

Event description:
It was reported that patient presented to the operating room for lead extraction due to high, out of range high voltage impedance. Upon extraction, lead fracture with externalized conductors was observed proximal to the distal coil. The patient was stable following the procedure.